Event description:
The customer reports originate from the same root cause, that being a loss of fluoroscopy x-ray and a system shut down w/o command. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced and the camera was adjusted during the service call. The system was tested and found to be working as intended and put back into service.